Event description:
(B)(4) employee of the hospital and (B)(4) observed a surgery procedure. During this, they observed that the irritation does not hold. The surgery was completed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.